Event description:
The customer reported that during use of this shaver blade in an arthroscopic elbow procedure, metal shavings were observed in the surgical site. Follow-up with the customer found that not all metal shavings were retrieved through irrigation and suction. There was no report of serious injury or significant surgical delay related to this event. The surgery was completed using another shaver blade.

Event description:
The physician reported the multifocal intraocular lens was removed and replaced, due to refractive errors.

Manufacturer narrative:
The diopter of the returned iol measured correct as labeled. Batch records were reviewed and showed no deviations. Visual inspection of the optic parts took place and no optical deviations could be found. Review of the historical complaint data base revealed that no similar complaints from this lot number were received. While we were unable to determine the cause of this adverse event, our investigation reasonably suggests, it is not manufacturing related.

Manufacturer narrative:
The lens was received and will be analyzed at the manufacturing site. The iol met all manufacturing specifications prior to release.